Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced linear sensor. Replaced front/rear cases, keypad, barrel clamp, carriage block assy, tube/sleeve drivearm, retainer, wiper seal, gripper, left/right iui, left/right handles. Segment dim affected by recall. Performed pm & calibration. A review of the device history record for sn (B)(4) was performed from date of manufacture 09/11/2008 to the present date 11/09/2020 and note that this device has been returned for service 3 times, 1 of which correlates to the customer reported issue or service repairs. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device failed preventative maintenance. There was no patient involvement.